Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that unspecified bd¿ intima-ii catheter needle was damaged. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, when the medical staff counted consumables, they found that the extension tube of the closed intravenous indwelling needle was damaged. They immediately contacted the equipment department and reported adverse events.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. .a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ intima-ii catheter needle was damaged. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, when the medical staff counted consumables, they found that the extension tube of the closed intravenous indwelling needle was damaged. They immediately contacted the equipment department and reported adverse events.